Event description:
It was reported that the patient this cardiac resynchronization therapy defibrillator (crt-d) experienced three sharp pains around the battery. As of this time, this crt-d remains in service. No additional adverse patient effects were reported.